Event description:
Patient was implanted with a crt-p pacemaker on [redacted], discharged to ltc [long term care] on [redacted]--9 days later, with a home monitoring system distributed by the vendor with a serial number that did not match the serial number on the implant record or in the vendor site. This resulted in the inability to monitor the patient. The patient was seen in follow up on [redacted]-4 dats after discharge, where an in-office interrogation revealed a lead dislodgement that would have been identified sooner with remote monitoring. Patient went for lead revision on [redacted]-3 days later. Whether this is a programming (user) error or platform error, this results in patient harm, delays in care, and patient safety concerns manufacturer response for pacemaker, solara quad crt-p (per site reporter).